Manufacturer narrative:
(B)(6). A device history record is not available due to insufficient device data. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture" and "voluminous seroma".

Event description:
Healthcare professional reported "imaging diagnosis of rupture of the left implant and voluminous seroma" against left side device. Device remains implanted.